Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2011 - the pt was implanted with multiple mesh, including a davol soft mesh during a sacral colpopexy, posterior repair, sling, and cystoscopy. The attorney's report alleges "pain and suffering", permanent injury, defective mesh, add'l medical treatment.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not alleged a specific device failure or pt injury and medical records were limited to the pt's post-operative note only. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.